Event description:
The patient reported that she had measured her blood glucose level on (B)(6) 2026 at 4:45am in the morning and the result was around 276 mg/dl. She reported feeling cold at 4:00am, which is a personal symptom of low blood glucose, but proceeded to administer 5 units of insulin to treat the high blood glucose value. Later that morning, her partner provided food (including eggs and water) in an attempt to raise her blood glucose, as she felt unable to self-treat due to her condition. She took a bus to the emergency room and arrived at 11:00am, a blood glucose test in the hospital showed a result of 216 mg/dl. She was released 50 minutes later. No medical intervention or treatment was administered during the visit.